Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 64 mg/dl, 210 mg/dl and 242 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those the customer reported were found in meter's memory. This is a final report.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure for a stricture in the distal trachea due to malignant extrinsic compression, performed on (B)(6), 2010. According to the complainant, under fluoroscopic guidance and over a guidewire, the physician felt that he could not push the stent far enough down in the trachea to position it correctly. The physician stated that the distance between the distal tip of the delivery catheter to the distal tip of the stent (and the fluoroscopic markers) was possibly too long. He stated that this is not a problem on the larger bronchial stents. The physician reported that he was worried about the potential problem of pushing the catheter further down and possibly perforating the lung. The complainant reported that perhaps the mass surrounding the lung made it more difficult to place the tip of the catheter low enough in the lower bronchi to place the stent. When the device was removed from the patient, it was noted that the last 3-4mm of the stent was partially deployed. It was also noted that the deployment suture string had significant slack, even though this was not pulled during the procedure. The physician did not complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.